Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that 2 months ago, the clinician programmer showed the battery voltage as 2.70v, and the patient hadn't had any significant programming changes, but the day prior to the report, the battery voltage was 2.75v. It was noted the battery was on for the last 2 months, and the patient didn't report any change in therapy during that time. The physician did therapy impedance, and since 2 months ago, it had increased about 10%. It was noted the manufacturer representative estimated it had been around 1000 ohms and now around 1100 ohms. The physician noticed the impedances had ¿bounced around,¿ but nothing out of specifications. The manufacturer representative believed the patient was probably programmed in voltage mode but wasn't sure. Indications for use were parkinson¿s dual and movement disorders. Follow-up was received from a manufacturers¿ representative who reported that the patient had high impedance on contact 0-3. They added that the doctor reported inconsistent battery voltage readings and was going to be replacing both implantable neurostimulators (ins). It was stated that the patient had suffered several falls that may have affected their system. No patient symptoms were reported. Refer to manufacturer report #3004209178-2016-24695.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.